Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed where a high alarm displayed 'downstream occlusion'. The reported problem could not be verified. Downstream occlusion test passed with 20psi. The probable cause of the reported problem is unknown. Dso (downstream occlusion) seal minor bubbling found. Replaced dso seal. All functional test of the device passed. B3. Date of event. Based on the findings of the investigation, this complaint is deemed reportable. Accordingly, the investigation completion date has been recorded as the date of incident.

Event description:
Upon investigation of the cadd-solis vip ambulatory infusion pump the event logs showed evidence of downstream occlusion which is a high priority alarm which will cause therapy interruption if it were to recur. There was no patient involvement, and no patient harm / injury reported.